Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and device was explanted. Patient had no symptoms throughout the event and no consequences after the procedure.

Manufacturer narrative:
The reported events of premature battery depletion was confirmed. As received, the device had normal telemetry communication and normal output. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was at elective replacement indicator voltage. Hybrid circuitry was tested, resulting in high current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.